Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported that the test strips for their precision xtra blood glucose meter had expired, and as a result of this they had been receiving symptoms of hypoglycemia and hyperglycemia. The customer then reported that while walking with friends, they reported feeling dizzy, nauseated, and irritable. The customer then reported being diagnosed with hyperglycemia while at their doctor's office. Customer reported they treated themselves with glucose tablets to counteract the event.